Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run"alarm. The reservoir volume was 80.3ml, the rate was 2ml/hr, and 11.75ml was given. There was air in line noted. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.